Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were unresponsive sometimes. Customer stated that the insulin pump had rejected new batteries alarm, battery life decreased and unexplained random no delivery alarms. Customer also mentioned that the insulin pump had scratches on the screen. Insulin pump was slower during rewound process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.